Event description:
Same case as MFR. # 2134265-2011-03111. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. Vascular access was obtained through the femoral artery. The 90% stenosed lesion was located in a moderately tortuous and severely calcified left anterior descending (lad) artery. The left main coronary artery (lmca) was ablated with a 1.75mm rotalink plus. A rotawire guide wire was exchanged out and a non-bsc stent was implanted without issue. The physician crossed the left main circumflex (lmcx) artery with a non-bsc ivus catheter however, was unable to cross the proximal lad. A 330cm rotawire floppy guide wire was advanced to the lad septal branch. Upon advancing a 1.5mm rotalink plus burr through the guide catheter, the physician noted a noise. A vessel spasm occurred in the lad septal branch and the guide wire became trapped in the vessel and fractured. The burr and the proximal section of the guide wire were removed from the patient. Fluoroscopy confirmed the guide wire separated into two pieces. The physician did not attempt to snare and the distal section of the guide wire was left in the lad septal branch. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.

Event description:
Same case as MFR. # 2134265-2011-03111. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. Vascular access was obtained through the femoral artery. The 90% stenosed lesion was located in a moderately tortuous and severely calcified left anterior descending (lad) artery. The left main coronary artery (lmca) was ablated with a 1.75mm rotalink plus. A rotawire guide wire was exchanged out and a non-bsc stent was implanted without issue. The physician crossed the left main circumflex (lmcx) artery with a non-bsc ivus catheter however, was unable to cross the proximal lad. A 330cm rotawire floppy guide wire was advanced to the lad septal branch. Upon advancing a 1.5mm rotalink plus burr through the guide catheter, the physician noted a noise. A vessel spasm occurred in the lad septal branch and the guide wire became trapped in the vessel and fractured. The burr and the proximal section of the guide wire were removed from the patient. Fluoroscopy confirmed the guide wire separated into two pieces. The physician did not attempt to snare and the distal section of the guide wire was left in the lad septal branch. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the rotawire was received for analysis. Visual and tactile inspection of the returned device revealed a core wire fracture 328.7cm from the proximal end and an unraveled spring tip. All of the outer diameter measurements were found to be within specifications. Fracture analysis found that the fracture was due to a torsion/bending overload. No material anomalies were found. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).